Event description:
The customer reported no sound at the info center.

Manufacturer narrative:
The customer reported no sound at the info center. While the device display provides visual indicators of alarms occurring, the device labeling does not represent that display data is continuously monitored by staff. In the presence of life-threatening events when no sound is audible, serious injury and/or death can occur. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).